Event description:
It was reported that half way through the greenlight xps moxy procedure, the screen went blank; however, the "laser sounded like it was still on." The procedure was completed using an alternate procedure (button). There was no report of pt injury.

Manufacturer narrative:
System analysis/service repair: the report of a faulty screen was confirmed. The top cover/lcd display was replaced and a preventative maintenance (pm) was performed; the system was tested and verified to manufacturer's specifications.